Manufacturer narrative:
The table was installed at the customer's location in 2015 and has been in use for approximately 3 years. A steris service technician arrived onsite to inspect the surgical table and confirmed the table would not respond to table commands as reported. Based on the reported event, the technician determined that the emergency stop switch assembly required replacement. The surgigraphic 6000 table operator manual states (pg. 2-4), "emergency stop buttons: two emergency stop buttons are located on either side of the stainless steel front column cover of the surgigraphic 6000 image guided surgical table. Either emergency stop button may be used to immediately halt any unanticipated table movement. Activation of either red button will immediately stop all table functions. Pulling out the red button(s) and pressing the "on" button on the hand control resets the emergency stop buttons". The technician replaced the emergency stop switch assembly, tested the unit, and found it to be operating according to specifications. A review of surgigraphic 6000 complaint records over the last 3 years indicate this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported their surgigraphic 6000 surgical table stopped responding to all table commands during a patient procedure. A procedure delay occurred as the patient was transferred to a different table to complete the procedure. The procedure was completed successfully. No injury to patient was reported.